Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 04/01/2019, was chosen based on year the article was published. Block g2: literature source bhojani, n., chughtai, ferreira, r., b., zorn, k. C., & elterman, d. S. (2024). Rezum water vapor therapy for large volume benign prostatic enlargement: large, multicenter, real world cohort. Canadian urological association journal, 18(suppl 1)

Event description:
It was reported to boston scientific via an article published in canadian urological association journal (cuaj), that a prospective registry was established for the rezum therapy in two canadian high volume multicenters. The objective was to evaluate the safety and efficacy of rezum therapy in treating benign prostatic hyperplasia (bph) in large-volume prostates over 80 ml. A total of 175 patients were treated between (B)(6) 2019 and (B)(6) 2023. Patient complications included retrograde or anejaculation and retreatment during the follow up. The study concluded that rezum is a safe, effective, and minimally invasive outpatient procedure that provides long - term improvement in voiding function for prostates over or equal to 80 ml.

Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 04/01/2019, was chosen based on year the article was published. Block g2: literature source bhojani, n., chughtai, ferreira, r., b., zorn, k. C., & elterman, d. S. (2024). Rezum water vapor therapy for large volume benign prostatic enlargement: large, multicenter, real world cohort. Canadian urological association journal, 18(suppl 1).

Event description:
It was reported to boston scientific via an article published in canadian urological association journal (cuaj), that a prospective registry was established for the rezum therapy in two canadian high volume multicenters. The objective was to evaluate the safety and efficacy of rezum therapy in treating benign prostatic hyperplasia (bph) in large-volume prostates over 80 ml. A total of 175 patients were treated between april 2019 and june 2023. Patient complications included retrograde or anejaculation and retreatment during the follow up. The study concluded that rezum is a safe, effective, and minimally invasive outpatient procedure that provides long - term improvement in voiding function for prostates over or equal to 80 ml.